Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their stimulation and the issue began 3 or 4 days ago. Patient stated the stimulator was firing off every time they moved, sneezed, or coughed. Patient noted they backed the stimulation up to where they felt it and backed it back down like they were told to go to a, b, and c but the issue did not resolve. Patient was not sure if they were getting any relief out of the implant but it was hard to tell because the stimulation kept firing off. Patient would feel stimulation fire off if they slept and turned, or stood up. If patient sat and barely moved the stimulation would fire off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.